Event description:
Per the clinic, the patient reported headaches and pain with device use. Reprogramming attempts were made; however, the issue could not be resolved. The patient has become a non-user of the device.

Manufacturer narrative:
(B)(4): implanted device remains.